Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 04/22/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint device presented with the plunger rod partially advanced. The cartridge displayed with no damage. No foreign material was observed in the cartridge. The lens module was inspected and presented with no damage, viscoelastic residue, or foreign material. The plunger rod was inspected and presented with no damage or foreign material. No lens was received for evaluation. Conclusion: the complaint issue foreign material - loose was not confirmed during product evaluation. The hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes and therefore no further actions are required. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter first/given name: unknown/information not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon discovered few white materials on intraocular lens on the front side and 1-2 on the back side, which were reportedly stuck on surface area. It took 1-2 minutes to remove them. There was no interventions performed. No further information was provided.